Event description:
It was reported that a physician in training attempted arteriotomy closure after an interventional procedure. The physician experienced "carving" when advancing the thumb advancer. He continued the advancement until his glove was cut; the cut did not involve the physician's skin. The safety release button was pushed, but the vessel locator wings did not collapse; the device was removed with the locator wings opened. Hemostasis was achieved using manual compression. No patient injury or adverse effects were reported. No additional information available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.